Event description:
It was reported that the patient had intermittent therapeutic effect. A dye study was performed in (B)(6). The health care professional (hcp) saw some left over contrast opacification, which was believed to be from a previous dye study. A baclofen pump injection in (B)(6) 2014 showed subdural positioning of the catheter vs. Intrathecal positioning with subarachnoid adhesions. Further evaluation with thoracic myelogram was requested to evaluate for arachnoid scarring and csf flow. It was noted that a comparison CT thoracic spine occurred on (B)(6) 2014. The intrathecal catheter was seen entering at l2/3. Contrast opacified the subarachnoid space, revealing no significant indentation upon the thecal sac. The visible nerve roots were unremarkable. There was successful image guided lumbar puncture at l3/4 level with intrathecal contrast administered for the CT myelography. There was no spinal block. The health care professional continued to have issue with the dosing and intermittent therapeutic response even after the pump was replaced on (B)(6) 2014. The patient¿s health care professional (hcp) had continued to increase patient dose. A CT myelogram was performed on (B)(6) 2014. It was determined that the catheter was subdural and not intrathecal. The patient was undergoing a follow-up evaluation for possible adhesions that could potentially interfere with medication delivery. A CT with contrast and myelography of the thoracic spine were performed on (B)(6) 2014. Results of a CT scan of the thoracic spine previously performed on (B)(6) 2014 were used for comparison. Scans were obtained through the thoracic spine following injection of intrathecal contrast. The patient¿s motion reduced visualization in several areas. The known intrathecal catheter was not as well-demonstrated as on the comparison study when there was direct injection of the baclofen pump. The catheter was again seen to enter along the inferior margin of l1 and terminate near t2-t3. There was a 2 mm focal outpouching of contrast material along the right posterior-lateral aspect of the thecal sac at the t2 level possibly related to artifact versus diverticula. There was no evidence of adhesions. There was a stable appearance of the mild s-shaped curvature to the thoracic spine. The thoracic vertebral body heights were maintained. The intervertebral disc spaces were preserved. The cortical margins were intact. No segmentation anomalies were seen. The osseous spinal canal and neural foramina appeared patent at all image levels. The paraspinal soft tissues were unchanged. It was the hcp¿s impression of the CT with contrast that the baclofen pump catheter was in the similar position extending form the l1 to the t2-3 level; there was no evidence of adhesions. Given the homogeneous contrast opacification of the thecal sac on (B)(6) 2014 study, the prior contrast injection through the baclofen pump was likely deposited in the subdural space. This suggested that the tip of the catheter was located in a subdural location. Stable mild s-shaped scoliosis of the thoracolumbar spine was noted. It was later reported that they are still able to aspirate csf but the myelogram study determined that the catheter was still subdural, not in the intrathecal (it) space. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).